Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that customer experienced high blood glucose. The customer blood glucose level was over 600 mg/dl at the time of incident. The customer also stated that the insulin pump had insulin flow blocked alarm. Customer reported event was resolved by changing complete set. The insulin pump will not be returned for analysis.